Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent repositioning surgery on (B)(6) 2018. The recipient is resumed device use. This is the final report.

Event description:
The recipient reportedly experienced pain following an MRI. The recipient underwent surgery for unrelated reasons. During surgery, the recipient's magnet was repositioned.